Manufacturer narrative:
Batch review performed on 29 february 2016. Gmk-sphere femoral component sphere cemented size 4 left, code 02.12.0004l, lot. 141227 (k121416) (B)(4) items manufactured and released on 28 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed sphere flex #4/12 mm left, code 02.12.0412fl, lot. 141018 (k121416) (B)(4) items manufactured and released on 27 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4 left, code 02.12.t3i4l, lot. 142563 (k121416) (B)(4) items manufactured and released on 08 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk primary extension stem code 02.07.f11066, lot 141649 (k090988): (B)(4) items manufactured and released on 19 may 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk patella resurfacing size 3, code 02.07.0035rp, lot. 148621 (k090988) (B)(4) items manufactured and released on 20 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient presented with signs of infection. The surgeon removed all implants and put in antibiotic spacers. The patient tested positive for corynebacterium. The surgery was completed successfully. There are no x-rays. The explants will not be returned.

Manufacturer narrative:
On (B)(6) 2016 it was prepared a final report with the information already submitted in the initial report. On the same date the report was sent to the initial reporter and the case was closed.